Event description:
Reporter indicated that patient experienced an episode of asystole when lead test was performed during inplant surgery. Twenty seconds into the lead test, the patient went from a heart rate of 60-65 bpm to flate line asystole. The programming wand was removed from the patient's generator approximately 5 seconds after the confirmation of the EKG leads. After removal of the wand, the patient regained normal rhythm. The implant surgery was completed without further cardiac incident. The patient's ncp system has not yet been programmed to on. The implanting surgeon confirmed that the lead coils were placed on the vagus trunk, but could not recall the proximity to the inferior vagus nerve branch.